Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly and out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.